Event description:
Bak/c instrument set had two 12 mm bone taps and no 10 mm bone tap. The extra 12 mm bone tap had blue tape on it which indicates it is a 10 mm tap. The doctor was placing a 10mm inolant. Due to no 10mm bone tap the surgeon could not tap but decided to place the bak/c implant anyway. The implant would not go in all the way and sat proud. Upon x-ray, it was noticed that the cage was not stabilized, and surgeon opted to add a trinica fixation system to help stabilize the area. 1-hour extra was added to the case.